Event description:
Ordered to place a PICC and attempted twice with PICC kit stylet and was getting no blood return, but needle looked to be in center of "bein" per us. Attempted to insert wire into stylet and was unable to advance the wire into it. FDA safety report ID# (B)(4).